Event description:
In 2002 a physician successfully closed an arteriotomy site on the right groin with an unknown perclose device. In 11/2002 the pt was diagnosed with an infection and hematoma. Surgical treatment for the "inflammation and thrombo-pseudoaneurysm" was required. Reportedly surgery included removal of the suture, excision of the pseudoaneurysm wall and an endartarectomy with a vein patch. The pt reportedly required multiple hospitalizations for the infection.